Event description:
The customer reported via phone call that the insulin pump may be under delivering insulin. Customer reported that the device seemed to be struggling to deliver insulin once the reservoir was low. The customer stated that insulin delivery slowed down after the low reservoir alarm occurred. Blood glucose level at the time of the incident was 172 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.